Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of unknown. The customer's blood glucose is 317 mg/dl at the time of incident. The customer was treated by insulin pens. Troubleshooting was done for high blood glucose and under delivery. Customer declined troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.